Event description:
Caller reported a malfunction on the pump, identified by a resettable malfunction code. There was no reported adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump and was able to continue using it without further issues. Technical support advised the caller to make contact again if the malfunction code reappears, which the caller acknowledged and understood.